Event description:
It was reported that pump experienced malfunction with resettable malfunction code while customer was away from home. There was no adverse impact to the customer's blood glucose level. Customer was unable to complete pump reset because charger was not available while traveling and was instructed by technical support to contact company again once home to finish reset; no additional information was received regarding the outcome of the event.